Manufacturer narrative:
This report is submitted on 9 january 2020.

Event description:
It was reported that the patient experienced an infection at implant site and was treated with medication (type not reported).